Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2367 (air in set) during dwell 2 on the home choice (hc). The technical service representative (tsr) reviewed the alarm log and found only that system error occurred. The tsr explained the alarm and assisted with removing the cassette. The tsr advised the cg to dispose of the current supplies attached and start over with all new supplies. During a follow up call to the caregiver (cg) on (B)(6) 2012 regarding the system error 2367, the cg stated they did not notice anything at the time of the alarm that may have caused it, no air in the lines. The cg stated they started over with new supplies and the home patient (hp) continued therapy on the cycler. The cg stated they did contact the peritoneal dialysis nurse (pdn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).this complaint for a system error 2367 during the dwell stage, cannot be confirmed and the assignable cause was not determined. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number, h11k20045, was provided and a batch review was performed, which revealed no issues and no deviations from standard procedure for the disposable set.